Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause was undetermined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Event description:
The distributor alleged that a foreign object was found inside the fluid path of the syringe. This was identified during their initial inspection of received product. The device was not sent to a user facility.